Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Fse performed overheating upgrade on cardiosave. However, unit started to overheat again after 24 of operation. Compressor was replaced which solved the issue.

Event description:
It was reported before use, that cardiosave intra aortic balloon pump (iabp) malfunctioned. Field engineer performed the overheating upgrade on this specific cardiosave unit. However, after the upgrade, noticed that the unit started overheating again after approximately 24 hours of operation. No patient was involved.